Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Further review of the manufacturer's database indicated the patient is deceased and died approximately (B)(6) after implant. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information have been unsuccessful, no cause of death is available. Information was obtained indicating the patient was being treated for cancer. Evaluation summary: (B)(4) the device was returned, analyzed and analysis results revealed a complete fracture of the ribbon adjacent to the weld pool on the atrial tip feed through top hat and partial fractures at the edges of the laser ribbon bond weld pools on the atrial tip hybrid bond pad array and ventricular tip feed through top hat. Further review prompted a change in the device analysis results.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis results revealed a complete fracture of the ribbon adjacent to the weld pool on the atrial tip feed through top hat and partial fractures at the edges of the laser ribbon bond weld pools on the atrial tip hybrid bond pad array and ventricular tip feed through top hat.